Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery extending into the external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the initial pre-iliac inflation, the balloon ruptured at 6 atmospheres after 3 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this sterling device was examined. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: updated review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as cause not established.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery extending into the external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the initial pre-iliac inflation, the balloon ruptured at 6 atmospheres after 3 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.